Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 445, 461, 313, 334, 423 and 338 mg/dl. The customer's expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (customer was unable to see the time and date in the meters memory): result 1 : 313 mg/dl : fasting, result 2 : 334 mg/dl : fasting , result 3 : 154 mg/dl fasting, result 4 : 423 mg/dl fasting , result 5 : 338 mg/dl fasting. Customer is concern with the results in the 300-400mg/dl fasting. Check the meter memory but customer is unable to see the time and date in the meters memory.